Event description:
Pt called alleging that meter gives an error 5 message. Customer service had pt clean the meter and retest and meter still shows error5. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new meter.